Event description:
During final tightening, the threaded top of the screw broke. The surgeon loosened the right connectors, replaced the screw and retightened the construct. It was reported that the anti-torque device was not used during the final tightening. No further info was obtained.

Manufacturer narrative:
Device not yet returned. A follow up report will be sent upon completion of evaluation. Batch record review indicated that the device was manufactured to all applicable specifications and requirements.